Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, bleeding was noted from groin site and manual pressure was held. Heparin was stopped. Furthermore, upon impella removal, it was noted that the 6 french angioseal did not deploy properly and was removed. The doctor initially held pressure for 10 minutes and then the staff held an additional 15 minutes. Hemostasis was achieved and groin site was dressed by the staff. The doctor examined groin site again after the dressing was applied. The groin site was clean, dry and intact. It was soft with no hematoma noted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Access site bleeding: the root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.